Manufacturer narrative:
Additional information: b6, g2, g3. MFR# reference: (B)(4).

Event description:
It was reported that during a trabecular microbypass stent system procedure, the patient experienced a "significant hyphema" characterized as = ten percent (10%) of the anterior chamber (ac), associated with decreased vision (count fingers) and required medication. Per report, the event was described as "moderate" and "non-serious" with the patient noted as "recovering" and the event "resolving". Additional information has been requested.

Manufacturer narrative:
Additional information: the device remains implanted in the patient; therefore, product testing on the actual device could not be performed. The device history record review of the manufacturing lot was performed and there were no non-conformities found to be related to the reported event. A review of the device labeling was completed. Hyphema and decreased/impaired vision are identified in the labeling as known inherent risks of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. The reported events (hyphema and decreased/impaired vision) are established risks associated with use of the device, which is clearly specified in the product's labeling. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).